Manufacturer narrative:
Difficulties advancing the delivery catheter system (dcs) through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was reported that there was plaque at the access route of the patient anatomy. Attempting to force the device past the plaque may have caused calcific material to shear off, leading to the reported cerebral infarction. This indicates that the probable cause of the advancement difficulties and the cerebral infarction was patient anatomy, however, this cannot be confirmed with the limited information available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that an 18 french non-medtronic introducer sheath was initially inserted with resistance noted. A decision was made to use the inline sheath instead and the dcs was inserted with no resistance. A non-medtronic guidewire was used during the procedure. The minimum access vessel diameter was 6.8 mm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, a cerebral infarction was identified with mild paralysis which the physician attributed to difficulty advancing the dcs through plaque in the access route during the implant procedure. It was reported that plaque was rubbed and ¿scraped off¿ by passage of the dcs. Medication was prescribed. No further associated adverse patient effects were reported.